Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in italy underwent procedure for a placement of percutaneous endoscopic gastrostomy with jejunal (peg-j)tube. During hospitalization showed melena and hypotension on the evening of (B)(6) 2017. During gastroscopy was found bleeding caused by laceration of the cardia level, it has been closed with metal clamp. The peg-j was dislocated. The peg-j resulted deployed in the gastric fundus requiring treatment of transfused two bags of blood, fasting suspension of treatment with duodopa.